Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Medwatch report explained that external ventriculostomy tubing was found "apart" at the y connection. Proximal tubing intact. Distal tubing disconnected.

Manufacturer narrative:
Upon completion of the investigation, the eds iii was visually inspected and confirms that the tubing has come away from the stop cock. Glue traces were noted on the stop cock and the tubing. The current quality inspection for these assemblies is established to 100% test for leak and blockage. Review of the history device records was not possible as the lot number was unknown. The root cause of the problem reported by the customer could not be determined. Trends were monitored and a CAPA -(B)(4) was opened. CAPA-(B)(4) was initiated to investigate the tubing disconnection on eds3. At the present time, this complaint is considered closed.

Event description:
Additional information: the customer called and left a message indicating that the device would be returned for investigation. More information has been requested and message left for her. The customer stated that the device was sent using the box and return label provided.